Manufacturer narrative:
(B)(4) was this device serviced by a third party? No (B)(6). The field service representative (fsr) performed multiple troubleshooting services including the replacement of the tubing, peristaltic head (rohs) which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the part was replaced. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify any trends. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the tubing, peristaltic head (rohs) or the architect c8000 processing module for serial (B)(4) was identified.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c8000 processing module for 2 patients. The following data was provided (normal reference range: 0.2 mg/dl to 1.2 mg/dl): sid (B)(6) initial result = 13.5 mg/dl, repeats on another architect = 6.0 mg/dl and 6.2 mg/dl, new sample was collected and generated results of 6.5 mg/dl on both instruments sid (B)(6) initial result = 9.3 mg/dl, repeats on another architect = 2.5 mg/dl and 2.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.